Event description:
The patient's attorney claims gamma in air sterilization on the hylamer hip liner resulted in poly wear; synovitis and fracture of the lesser trochanter during revision surgery. The attorney has the implant.